Event description:
During the procedure, the surgeon attempted to use the fallopian ring band applicator and noticed it wasn't working. The fallopian tubes had to be burned with another device instead. The fallopian tube bander was repaired and returned to service. This procedure was an outpatient procedure and did not require a hospitalization for the patient. The device was sent to an external repair company who cleaned and reset the tip of the device as it was "a little bit off".